Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was intermittently booting up with a white display. A white display is indicative of a potential device lockup condition that could delay or prevent defibrillation, if it were necessary. There was not patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device was intermittently booting up with a white display. A white display is indicative of a potential device lockup condition that could delay or prevent defibrillation, if it were necessary. There was not patient use associated with the reported event.

Manufacturer narrative:
Physio-control recommended that the customer's device be sent in to physio-control for evaluation. The customer, who is a biomedical engineer, later confirmed that the reported issue had been resolved and that the device would not be returned to physio-control. Due to the age of the reported event, the biomedical engineer was unsure what exactly had been done to resolve the reported issue. The biomedical engineer advised that the device was no longer on their ¿to-be-serviced shelf¿, which indicated to him that it had been placed back into service for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.